Event description:
The core impaction drill was sent for eval due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
A damaged rotor coupler was identified as the probable cause of the device overheating due to rotor rub. A rotor that is stuck to the driveshaft can cause increased heat production due to increased friction between the moving components during use.